Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis a conclusive cause for the reported marker lumen blockage could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.d9 - device available for evaluation updated from ¿yes¿ to ¿no¿. H6- medical device problem code 1494 was removed.

Event description:
Subsequent to the initially filed report, the following information was received: the procedure was previously incorrectly reported as carotid procedure using a large-bore sheath. The interventional procedure was an abdominal aortic aneurysm treatment using a 5f sheath.

Manufacturer narrative:
Medical device problem code 1494-indication for use. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The other proglide device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with two proglide devices after a carotid procedure using a large-bore sheath. Reportedly, with both devices, no blood flow was found in the lumen. A new proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.